Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately one week and five days of post deployment, a duplex ultrasound venous extremity lower left showed no evidence of deep or superficial vein thrombus in the left lower extremity. After two months and twenty three days, an attempt was made to retrieve the filter from the patient¿s body. The inferior vena cava filter was well positioned below the level of the renal veins. A large amount of thrombus was present within the upper portion of the filter, that extended above the filter. This was not obstructive with contrast, that freely flowed past the filter. Using ultrasound guidance, the internal jugular vein was shown to be patent and directly punctured. A 6 french sheath and 6 french angled pigtail catheter were placed below the level of the filter. Significant thrombus was present within the filter, thus the filter could not be removed safely at this time. The patient tolerated the procedure well and there were no complications. After one month and twenty one days, second attempt was made to retrieve the filter. Using ultrasound guidance, the internal jugular vein was shown to be patent and directly punctured. A 5 french sheath was placed and a flush catheter was placed within the inferior vena cava below the filter, for imaging. There was a small amount of residual thrombus within and just above the filter, decreased since the prior study. The sheath was removed and hemostasis was achieved with manual compression. The patient tolerated the procedure well and there were no complications. Therefore, the investigation is confirmed for retrieval difficulties. Additionally, it can be confirmed that the patient experienced thrombus above the filter post deployment. However, the relationship to the filter is unknown. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. The device has not been removed after two attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.